Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd synapsys¿ had workflow error issues, reverting back to "ready for reading" after selecting "sample read". There was no report of adverse patient or user impact. The following information was provided by the initial reporter: "customer reported cultures reverting back to "ready for reading" immediately after clicking "sample read." This is happening on many accession numbers in the ready for reading list and is causing significant delays of workflow."

Manufacturer narrative:
H.6: device summary: the customer reported that cultures reverting back to "ready for reading" immediately after clicking "sample read". This was logged against synapsys material #444150, serial #(B)(6). The user was pressing sample save at 18 and 42 hour reads when there are image points at 18 ,42, 66 and 90 hours, so synapsys was working as expected. This is an unconfirmed failure of a bd product. The root cause was user error. Bd will continue to monitor for trends associated with this issue. Per baltrm-synapsys-aph revision 23, the hazard associated with this complaint would be user inconvenience, which is an s1; reference ID 1. Complaints for application were under statistical control for the month of december. No trend was detected.

Event description:
It was reported that the bd synapsys¿ had workflow error issues, reverting back to "ready for reading" after selecting "sample read". There was no report of adverse patient or user impact. The following information was provided by the initial reporter: "customer reported cultures reverting back to "ready for reading" immediately after clicking "sample read." This is happening on many accession numbers in the ready for reading list and is causing significant delays of workflow."